Manufacturer narrative:
Upon further review this event was determined to be a software related issue not a hardware/electrical problem. A medtronic representative performed an imaging system check-out, all areas passed. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient not present. An on-site review of the software logs by the medtronic representative determined that the error message indicated damage on the system board and the atp board. Replacement of the system board and atp board was recommended.

Event description:
While investigating an unrelated issue, a medtronic representative was reviewing the logs of the imaging system, and found an x-ray error message. No patient was present when this issue was identified.